Event description:
Consumer called stating that the 9099p hydraulic pump for the ghs350 stand-up lift is allegedly leaking, making grinding noise and will not lower patient properly. This is a replacement pump. No injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model 9099p, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1049388 rev c (jun-00) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that this 9099p hydraulic pump for his ghs350 stand-up lift is allegedly making grinding sounds and does not seem to be lowering properly. The pump for this lift had already been replaced, this is the second replacement pump for the lift. The damaged product is being returned to invacare for an inspection / evaluation. No injury. The malfunction has not been confirmed.